Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was "z-syndrome following exchange from a monofocal to a crystalens" approximately 5 weeks post lens implant. There was 2+ pco present at 1 day and 1 week post lens implant. The patient noticed a decrease of vision. A yag procedure was performed on (B)(6) 2015 to treat vaulting. The surgeon indicated that in his opinion the likely cause of the event was capsular contraction.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7442005) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.based on the information available, the root cause of the reported event could not be determined.